Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
An alpha I pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the serialized exhaust tube of the pump near the connector. Testing revealed this to be a site of leakage. The rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the serialized exhaust tube to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.